Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base also, no broken or missing parts were observed; unable to confirm if the customer received the sensor damaged due to the customer returned the sensor opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was receiving sensor errors and when the sensor was removed the device was fractured. The patient was unsure if the sensor cannula was still in his body. The patient's blood glucose at the time of incident was 100 mg/dl. The sensor will be returned for analysis.